Manufacturer narrative:
(Device codes): (B)(4). (Evaluation conclusion codes): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in papilla during an endoscopic papillotomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when current was applied to the device, the cutting wire broke. Reportedly, no part of the device was detached inside the patient as it was only the proximal side of the wire that was detached from the catheter. The procedure was completed with a second autotome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code 1069 captures the reportable event of wire broken. Block h10: visual examination of the returned device revealed that the cutting wire was broken and blackened. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted or if the device was not in contact with the tissue when it was energized. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in papilla during an endoscopic papillotomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when current was applied to the device, the cutting wire broke. Reportedly, no part of the device was detached inside the patient as it was only the proximal side of the wire that was detached from the catheter. The procedure was completed with a second autotome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event.